Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered three inappropriate anti-tachycardia pacing (atp) and six tachy shocks due to an episode of supraventricular tachycardia (svt). No adverse patient effects.